Manufacturer narrative:
(B)(4). The device history records were reviewed and found to be conforming. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation, according to the information received the device location is unknown. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient underwent a revision surgery 4 years and 3 months post implantation due to breakage, wear and metallosis of the device.

Manufacturer narrative:
Additional information has been received. An x-ray picture has been provided for review. The process of gaining necessary information is still ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
The investigation results have been updated in this report with the additional medical records received. Only the latest version is shown below. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to implant breakage. Review of event description: according the materiovigilance report received, change of the prosthesis (which was implanted in 2014) occurred on (B)(6) 2018. X-rays showed the breakage of the proximal part stem with broken conical nut. Wear due to inner stem components resulted in metallosis. During the surgery, proximal stem, conical nut, head and insert were revised. Review of received data: one lateral view undated x-ray of right hip is received. Modular connection between the distal and proximal part is not stable anymore as observed. Neck of the proximal part stem is tilted medially. Distal part stem is seen to be fixed with two cerclage cables. No loosening is observed at the distal part. Proximal part is seen to have low bony support medially. Sclerosis line is also visible on the lateral side of the proximal part of the stem. - surgery report dated (B)(6) 2008: history of patient: first implantation in 2006. Chronicle infection after the implantation. In 2007 rinsing performed, but it didn't work so revision of the tha preferred. Technique: osteolysis observed around the superior metaphyseal part of the diaphyseal. They were not able to remove the stem. Thus, the femorotomy approach is preferred. Zimmer hap pressfit cup 60mm implanted. Good stability. Metasul insert 50/32 inserted. Stem trial with distal 18/140 and proximal 65 is done. After reduction it was found too long, therefore proximal stem 55 with head offset 0 chosen. Anteversion 50° was achieved with the implants. However, posterior instability was observed in flexion. So the head is changed to 32 +4mm. 3 cerclage cables were inserted around the distal window opening to stabilize. Doctors letter dated (B)(6) 2014 indicates that the blood test results confirm the existence of high level of cobalt and chromium which confirm the wear problem at its metal-metal prosthetic interface explaining effusion and pain in hip. Revision is proposed to the patient. Doctors letter dated (B)(6) 2014 indicates that the modular stem and acetabulum were replaced during the revision of the of the patient. Surgery was done satisfactorily. Revision surgery report dated (B)(6) 2018: indication:fracture of the proximal part of a total revital hip prosthesis placed in 2006 in a patient with a history of sepsis on primary total arthroplasty. X-rays show a fracture of the base of the metaphyseal part which has been offset with a metal fragment. Procedure: black liquid observed when opening the packet. Bacteriological sampling and bacteriological bone samples are taken. Ablation of the ball and the intermediate piece. Lysis is visible around the upper metaphyseal part of the diaphysis as it was visible in the x-ray. It can be seen that the locking nut between the distal and proximal portion is partially broken. Wear of the internal part shows the reason of observed metalose. Bone seems to be covered with metallic colour. The pin is inspected and found to be intact. Therefore its been decided to keep the distal part. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Review of product documentation: all proximal revitan components are compatible with all distal ones according to surgical technique. Surgical technique is not reviewed as no implantation surgery report was received in order to confirm whether the st was followed or not. Conclusion summary: according the received information, revitan proximal part, which was implanted in 2014, was revised due to breakage along with the conical nut, insert and head on (B)(6) 2018. The product was not returned for the investigation. The surgical report for the surgery which took place in 2014 was not received for the investigation. The absence of necessary medical data such as explants, surgical notes and x-rays make it impossible to conduct a detailed analysis of the event. However, the only received x-ray and the revision notes point to a possible dislodged modular pin from the proximal stem and breakage of the locking nut. Additionally, low bony support on the proximal stem area medially is observed. However, there is no entire x-ray follow-up available that would allow evaluating the bone situation around the revitan stem and possible changes over time in vivo. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Based on the given information and the results of the investigation, the complaint could be confirmed. However, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(6).

Event description:
No event update.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to implant breakage. Review of event description: - according the materiovigilance report received, change of the prosthesis (which was implanted in 2014) occurred on (B)(6), 2018. X-rays showed the breakagae of the proximal part stem with broken conical nut. Wear due to inner stem components resulted in metallosis. During the surgery, proximal stem, conical nut, head and insert were revised. Review of received data: - one lateral view undated x-ray of right hip was received. Broken modular connection is observed. Neck of the proximal part stem is tilted medially. Distal part stem is seen to be fixed with two cerclage cables. No loosening is observed at the distal part. Proximal part is seen to have rather low bony support medially. However, no certain comments can be done since no previous x-rays were received to compare. - surgery report dated (b)(64, 2008: history of patient: first implantation in 2006. Chronicle infection after the implantation. In 2007 rinsing performed, but it didn't get rid of the infection, so revision of the tha had to be performed. Technique: osteolysis observed around the superior metaphyseal part of the diaphyseal. It was not possible to remove the stem. Thus, the femorotomy approach was preferred. Zimmer hap pressfit cup 60mm was implanted. Good stability. Metasul insert 50/32 was inserted. Stem trial with distal 18/140 and proximal 65 was done. After reduction, it was found too long, therefore proximal stem 55 with head offset 0 were chosen. Anteversion 50° was achieved with the implants. However, posterior instability was observed in flexion. So the head was changed to 32 +4mm. 3 cerclage cables were inserted around the distal window opening to stabilize. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Review of product documentation: - all proximal revitan components are compatible with all distal ones according to surgical technique. Root cause analysis root cause determination using rmw: - abrasive wear, dislocation, metallosis, aseptic loosening of stem, implant breakage due to different thermal expansion of components => not possible -a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening of stem, abrasive wear due to movement of implant part (proximal or distal) leads to wear => possible, product was not received for the investigation, therefore cannot be excluded. - dislocation, metallosis, aseptic loosening of stem due to wrong design of pin leading to failure of connection between proximal and distal part and subsequent release of wear particles (e.g. Fretting) => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment - metalosis, dislocation, aseptic loosening of stem due to excessive wear due to micromotion in taper connection between proximal stem and head (e.g fretting) => possible, product was not received for the investigation, therefore cannot be excluded. - implant breakage due to insufficient fatigue strength => not possible -> biomechanical reports cover that risk - implant breakage due to notching due to laser markings on stems in high stressed areas => possible, product was not received for the investigation, therefore cannot be excluded. - luxation and wear of components due to impingement => possible, product was not received for the investigation, therefore cannot be excluded. - implant breakage due to micromotion between distal stem and pin leading to pin fracture (e.g. Fretting) => possible, product was not received for the investigation, therefore cannot be excluded. - implant breakage due to stem wall thickness around modular connection (connection pin) is too small => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment - motion leading to metal wear in connection, dislocation due to reuse of the device which is only intended for single use => possible, no surgical report dated 2014 was received. Therefore, cannot be excluded. - implant breakage due to design specification not met => not possible -> raw material certificate confirms the specifications met. - implant breakage due to design specification not met => not possible -> DHR confirms the specifications met. - metallosis due to design specification not met => not possible -> DHR confirms the specifications met. - implant breakage, bone fracture due to wrong planning template used / misinterpretation of the x-ray templates regarding center of rotation/leg length/offset => possible, it cannot be proved, therefore cannot be excluded. - damage of material/ implant breakage due to wrong handling of device in or e.g due to missing/ unclear information => possible, it cannot be proved, therefore cannot be excluded. - implant breakage/ dislocation due to wrong position of distal femoral component/ wrong antetorsion for proximal part chosen => possible, no x-ray from the implantation surgery is avaialble to comment on that risk. Therefore, cannot be excluded. - implant breakage due to usage of a wet and/or unclean connecting taper => possible, it cannot be proved, therefore cannot be excluded. - implant breakage due to proximal and distal component not firmly tightened => possible, it cannot be proved, therefore cannot be excluded. - implant breakage due to excessive impaction load/ torque applied to stems while assembling leading to damage of material => possible, it cannot be proved, therefore cannot be excluded. - implant breakage due to excessive impaction load/ torque applied to stems during assembling leading to damage of material => possible, it cannot be proved, therefore cannot be excluded. - implant breakage/ dislocation due to wrong position of assembled femoral component/ wrong antetorsion for proximal part chosen => possible, no x-ray from the implantation surgery is avaialble to comment on that risk. Therefore, cannot be excluded. - implant breakage due to usage of a wet and/or unclean taper/head => possible, it cannot be proved, therefore cannot be excluded. - implant breakage due to off label use/ wrong combination of components used/ combination with competitor products => possible, the other component of the thr are unknown. Therefore, cannot be excluded. - implant breakage due to insufficient description of surgical process leads to intraoperative errors or misuse of implant outside of its scope (e.g. Selection of heavy patients and/ or insufficient proximal bone support) => possible, no x-ray from the implantation surgery is avaialble to comment on that risk. Therefore, cannot be excluded. - failure of surgery due to insufficient warning of side effect/ contra-indications => possible, no surgical report dated 2014 was received. Therefore, cannot be excluded. - implant breakage due to inappropriate advice by surgeon to inform patient on activities and limits. => possible, it is unknown, thereofre cannot be excluded. Conclusion summary: according the received information, revitan proximal part, which was implanted in 2014, was revised due to breakage along with the conical nut, insert and head on (B)(6), 2018. The product was not returned for the investigation. The proximal revitan stem which was reported to us for the breakage event is of size 65 and manufactured in 2013. The received surgical report for the implantation of the revitan system states the use of a size 55 proximal part. Therefore, this discrepancy shows that there was another revision surgery which took place in 2014 involving the revision of the revitan stem. However, there is no information received regarding this revision. Thus it makes it impossible to analyze the sequence of the events, the devices used in the surgeries and the final failure. Nevertheless, it is highly likely that the already existing insufficient proximal bony support during the surgery in 2008 can be assumed to be a cause of such a failure of the stem implanted in 2008. However, since the bone condition of the patient in 2014 is unknown, no comments can be done regarding such a cause. Possible causes for the breakage of the connection pin and metallosis include movement of implant part (proximal or distal) leading to wear, excessive wear due to micromotion in taper connection between proximal stem and head (e.g fretting), notching due to laser markings on stems in high stressed area, impingement, reuse of the device which is only intended for single use, wrong positioning of the distal and wrong antetorsion preference of proximal part, the material damage occurred during the impaction load while assembling, high patient activity (patient disregards limits of device), insufficient bony support of the implant and increased wear due to patient with high body weight, proximal and distal component not firmly tightened, wrong planning template used / misinterpretation of the x-ray templates, usage of a wet and/or unclean taper/head, off label use/ wrong combination of components used/ combination with competitor products and inappropriate advice by surgeon to inform patient on activities and limits. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Concomitant medical products and therapy date detail of product: item name cocr head 28/ 0 'm' 12/14 item#14.28.06-20 lot #2757441. Item name bone chisel, asymmetric, flexible, 9, length 60 item#01.00533.031 lot #12732166. Item name revitan, conical nut item#01.00405.000 lot #2602540. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-00472.